Manufacturer narrative:
The insulin pump was received with cracked and detached end cap. Unable to perform displacement test due to detached end cap. The insulin pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that entire casing came off from the insulin pump and experienced high blood glucose. The customer¿s blood glucose level was unknown. The customer reported that they snapped the case back on but the drive cap was pushing the entire case off. Customer declined troubleshoot for high blood level. The insulin pump was returned for analysis.